Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed; however, the exact cause is unknown. The product returned for evaluation was one 4fr sl groshong nxt catheter. The returned unit was leak tested by flushing the catheter with water using a 12 ml luer lok syringe. During testing, a leak was observed approximately between the 47 cm and 48 cm depth markers. Microscopic inspection of the leak location found that a diagonal tear was present. Inspection of the fracture surfaces found that they had a granular texture. The catheter was bisected at the tear location and the inner wall inspected. Additional deformation which did not penetrate the catheter wall was found on the inner wall, likely indicating that the damage had originated from within the catheter. The features observed did not provide enough evidence to conclusively determine when or how this occurred. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that defects at the joints will cause leakage. No further details available or provided.